Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the distal circumflex artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed with a trek balloon. Further dilatation was then attempted with the 3.5 x 15 mm voyager; however, the balloon could not cross to the lesion. During removal, resistance was noted with the vessel. After removal, a kink was noted in the proximal edge of the hypotube. A new voyager balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, inflation: abbott 20/30, guide cath: ebu 3 sh 6f, rhv: copilot, sheath: terumo 6f. Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. The reported kinks were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.